Event description:
The ge oec 9800 fluoroscopy system was reported to be running slow, with delays in recalling and printing images. Also delays in saving images.

Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the hard drive and re-loaded software, and also adjusted the low voltage power supply to the specification of +5volts to restore proper function. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.